Event description:
Boston scientific received information that following shock delivery, the device implanted with this right ventricular lead, declared end of life (eol) and was confirmed to be functioning in a safety mode operation. During the subsequent revision procedure, the device was explanted and the right ventricular lead surgically abandoned; another boston scientific device and rv lead implanted. It was further reported that during the procedure, the physician suspected a pulmonary embolism. An ultrasound confirmed the condition; however, the patient had decompensated and CPR was required. Once a stable hemodynamic condition was exhibited, the patient was transferred to the ICU for monitoring. The explanted device is expected to be returned for a post market evaluation to asses root cause of the early eol declaration. The associated rv lead was surgically abandoned, thus bsc remains unable to asses product integrity. It was also reported, the patient had attained legal representation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation on this product is complete. This investigation will be updated should further information be provided.